Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical/chemical stress. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "important information ¿ please read before use - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Operation: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Compatible reprocessing methods and chemical agents: detergent solution: use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions." Olympus will continue to monitor field performance for this device.

Event description:
The device was returned by the customer for evaluation and repair of the issue of the coating of the insertion section being peeled off less than 1 millimeter square during preparation for use. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the coating on the connecting tube is peeled off more than 1 millimeter square. This medwatch is being submitted for the reportable issue of the coating on the connecting tube is peeled off more than 1 millimeter square.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the coating on the connecting tube is peeled off more than 1 millimeter square. The user reported issue of the coating of the insertion section being peeled off less than 1 millimeter square was not observed. Other observations for the device are gap on the a-lever is out of standards due to worn of angle-wire; angulation in the up direction is out of standards due to worn of angle-wire; there is corrosion due to the leakage at the control unit; aspiration quantity is out of standards since channel tube is dented; no waterproof as the channel tube is pierced; connecting tube is dented; connecting tube protector is cut; and forceps channel port is corroded.